Manufacturer narrative:
No report of injury, procedure delay, or cancellation. A steris technician arrived onsite, inspected the unit, and found the root cause to be a broken bolt on the check valve of the water manifold, allowing water to escape. The technician replaced the check valve bolts and found the unit to be working properly. No additional issues reported.

Event description:
The user facility reported their amsco 400 was leaking water onto the floor.